Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6). 2013. According to the complainant, there were no issues noted during the procedure and it was completed with the jagwire. On (B)(6) 2013, a cat scan revealed something in the left hepatic lobe which is suspected to be part of the jagwire, however, that has not been confirmed. There are no plans to recover the fragment and the patient is currently being monitored.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) for the reported event of guidewire detachment. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.